Event description:
Info received indicates during preventive maintenance check the technician found the ground resistance was too high.

Manufacturer narrative:
The technician replaced the power cord to repair the bed. Ground resistance reads in the normal range.